Manufacturer narrative:
Unique identifier (UDI)#: (B)(4)

Event description:
The customer is having issues detecting the 7-aminocloaclonacepam metabolite on the benzodiazepines plus (benz) assay on a cobas 6000 c (501) module. The customer complained of a false negative result for 1 patient sample tested for benz. The benz result from the c501 module was [-] 63. The drug was not present. The negative result was reported outside of the laboratory where the doctor questioned it. The sample was sent to an external laboratory where the result from the gas chromatography (gc)/liquid chromatography mass spectrometry (lcms) method was 528 ng/ml. This method was developed by the external laboratory and a disclaimer accompanied the result. The result of 528 ng/ml was believed to be correct. No adverse event occurred. The patient is in stable condition and is taking medications as prescribed under care of home visiting nurse. The c501 module serial number was (B)(4). There were no calibration errors or alarms prior to or after the event. Qc results were acceptable. The field service engineer (fse) visited the customer site and did not identify any issues. The customer alleges that with the reactivity listed in product labeling, the 7-aminocloaclonacepam metabolite should have been detected by the assay.

Manufacturer narrative:
The investigation stated that the reactivity listed in product labeling is an approximate. With a cross reactivity of 60%, a result of 317 ng/ml would be expected, however, taking imprecision into account, the actual result could be below the cut off resulting in a negative result. Since the assay provides a qualitative result, it is not known if the value was below the cut-off of 300 ng/ml or showing a negative result. Since there is no sample available, the investigation cannot be completed. The investigation was unable to determine a definitive root cause.